Manufacturer narrative:
Per the customer supplied qc charts, both levels of toxo igg qc have been within the customer's established ranges. However, the customer did not supply qc data from the date of the event. A routine system check was performed on (B)(4) 2011 which passed within instrument specifications. There is no indication that service was dispatched for this event. A clear root cause can not be determined for this event based on the information provided.

Event description:
A customer contacted beckman coulter inc (bec), regarding erratic equivocal and non-reactive toxo igg results generated by the unicel dxi 800 access immunoassay system for one patient. The results did not meet the expected precision claims of the assay. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.